Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vf. At 21:21:24, the patient received a non-lifevest defibrillation. The rhythm at the time of the defibrillation was vt at 190 bpm with varying amplitudes. Post-shock rhythm was bradycardia at 30 bpm with hb and CPR/motion artifact. The patient was in vt for approx. 2 minutes 14 seconds before receiving the defibrillation. Varying amplitudes obscured the patient's rhythm and prevented the lifevest from delivering a treatment. At 21:44:20, the patient's rhythm was vf with CPR/motion artifact and pacer spikes. CPR/motion artifact obscured the patient's rhythm and prevented the lifevest from delivering a treatment. At 21:46:52, the patient received the appropriate treatment. The patients rhythm at the time of the treatment was vf with CPR/motion artifact and pacer spikes. The patient's post-shock rhythm was obscured by CPR/motion artifact and pacer spikes. At 21:50:23, the electrode belt was disconnected. Patient was last seen in sinus bradycardia at 50 bpm with CPR/electrode lead fall off. The patient passed away on (B)(6) 2022.